Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: investigation revealed that the up arrow keypad button was under responsive. The remaining keypad buttons were found to be responsive to button presses. The keypad cover was removed; contamination was observed under all contacts. The display screen was also dim and pink. The battery compartment was also found to be cracked to the left of grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was under responsive. The keypad cover was removed; contamination was observed under all contacts. The display screen was also dim and pink. The battery compartment was also found to be cracked to the left of grip pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/18/2015.